Event description:
It was reported that during an abdominal hysterectomy procedure, the device would not staple, but cut. On the first firing, the device cut without stapling. An ovarian artery was cut. It occurred an important bleeding, which couldn't be quantified, but no transfusion was needed. A second stapler was immediately used to stop the bleeding but the same issue occurred. The physician finally stopped the bleeding by clamping and by manual sutures. The procedure was then completed by a monopolar dissection. According to the physician, the quality of the tissues could have triggered both issues. (B)(6).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.